Event description:
On (B)(6) 2012, the patient contacted animas and stated that the down arrow keypad button was stiff and not responding to button presses. The patient denied damage to the keypad or that the pump was exposed to water. The patient reportedly wore the pump underneath clothing and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the up arrow, down arrow and contrast buttons keypad buttons had intermittent response and required multiple presses with increased force to evoke a response. The ok button had normal response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons.